Manufacturer narrative:
One opened company cartridge was received for the report of straight scratch on iol(intraocular lens) optic. The returned sample was visually inspected and found to be conforming. A dimensional test was performed for plunger height position and deemed conforming. A functional test was performed for thread engagement and plunger movement through the barrel and deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore the straight scratch on iol optic as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, straight scratch on iol optic noticed. This has occurred in the past at this site and the facility feels it may relate to the monarch injector. Iol was still inside the patient eye, scratch was in periphery of iol so will not affect the vision.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).